Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced unspecified symptoms of low blood sugar and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) at the hospital who obtained an unspecified blood glucose result on an hcp meter and provided food as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Applicator (B)(6) has been returned and investigated. Visually inspected the applicator and cap, no issues were observed. Sensor cap was retained inside applicator cap. Applicator had fired correctly. Unable to perform further investigation due to sensor not returned. Therefore, this issue will be closed to no product returned. The sensor has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced unspecified symptoms of low blood sugar and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) at the hospital who obtained an unspecified blood glucose result on an hcp meter and provided food as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.